Event description:
New information received notes that the device was explanted.

Event description:
It was reported that lead impedance issue, noise on rv lead and output circuit damage were observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.